Manufacturer narrative:
Concomitant medical products: serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed a myosure for uterine tissue removal procedure on (B)(6) 2016 and the physician perforated the cavity "immediately after inserting the [disposable] device". The procedure was completed and no intervention was required.